Event description:
Customer reported device reading = 426 mg/dl, although they had no high blood sugar symptoms. Duee to the high readings, customer went to emergency room. Hospital device = 125mg/dl. No treatment was administered. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.